Manufacturer narrative:
Patient identifier complete entry: sample ID (B)(6) and sample ID (B)(6). All available patient information was included. Additional patient details are not available. The complaint investigation for false reactive alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Through a review of the alinity I, serial number (B)(4), instrument logs, customer service found the alinity pipettor probe, list number 03r96-01, needed to be replaced and requested the customer replace the probe, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed false reactive alinity I toxo igg results for two patients. The following data was provided (<1.6 iu/ml is nonreactive, >3.0 iu/ml is reactive): sample ID (B)(6) initial result on 12aug was 5.1, repeat was 0.7 iu/ml sample ID (B)(6) initial result on 12aug was 5.3, repeat was 3.6 iu/ml, repeated on another analyzer was nonreactive. There was no impact to patient management reported.